Manufacturer narrative:
(B)(4). It was reported that following surgery the patient experienced vaginal bleeding, dyspareunia, exposure of vaginal mesh, postcoital bleeding and postmenopausal bleeding. It was also reported that the patient underwent revision surgery on (B)(6) 2012 due to exposure of vaginal mesh.

Manufacturer narrative:
(B)(4). Conclusion : no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2005, and a mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.